Event description:
It was reported that the hospital's power "went out" and the alaris pcu shut off. Per report the device was plugged in. Due to the event, the clinician had to reprogram to resume the infusion. There was patient involvement, but the outcome is unknown. ¿ a hospital-wide power failure occurred during a tornado watch. ¿ upon power restoration, alaris IV pumps reported connectivity issues. ¿ the pumps displayed a red alarm with only one option: ¿system off.¿ ¿ all pumps shut down and, once restarted, were unable to retrieve previous settings. ¿ the pumps were plugged into red outlets and switched to battery backup once power returned. Around 17:05 and additional power outage occurred. Two alaris pump ¿brains¿ to shut off. ¿ both pumps were connected to red outlets and should have remained operational on battery power. ¿ the same red alarm appeared, requiring ¿system off,¿ and the pumps could not be restored. ¿ after restarting, previous settings were again unrecoverable.

Manufacturer narrative:
Correction: describe event or problem annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a25, annex b: b01, b14, annex c: c19, annex d: d14, annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of the reported that the hospital's power "went out" and the alaris pcu shut off was not confirmed during log review or reproduced during testing. The ¿fast battery conditioning¿ was performed on the suspect pcu. The battery conditioning was completed with no errors or malfunctions. The results showed that the battery is within specification. The device was connected to a power cycler for testing purposes. Despite 24 hours of continuous testing, the reported issue could not be reproduced. ¿channel disconnect replication testing¿ was performed on the suspect pcu. The system completed the test without errors, malfunctions or unexpected shutdowns. Preventative maintenance (pm) testing was performed on the suspect pcu. The asm pm task completed successfully without any observed errors or malfunctions. The event date was reported as 18 june 2025; the time of event was reported to be 17:05. Review of the suspect pcu error log showed no errors were recorded on the reported event date or related to the reported event. The suspect pcu event log showed the device in use on (B)(6) 2025. The pump module s/n (B)(6), syringe module s/n (B)(6) and pump module s/n (B)(6) were attached to the suspect pcu. At 10:08 am the pcu powered on. At 10:09 am, the user programmed a guardrails IV fluid infusion in the pump module s/n (B)(6) with the drug ID 12 (ivf), rate of 21 ml/h, volume to be infused (vtbi) of 200 ml and expected duration of 9 hours 31 minutes. The infusion started with a primary volume infused (pvi) of 109.069 ml. At 12:53 pm the suspect pcu showed that the power battery was low, and the device was plugged to an ac power source. At 3:48 pm the user programmed an infusion using the guardrails drugs system in the syringe module s/n (B)(6) with the drug ID 406 (metronidazole), bd syringe 20 ml, syringe volume of 10.658 ml, drug amount of 55 mg, diluent volume of 11 ml, patient weight of 5.4 kg, concentration of 5 mg/ml, rate of 10.6 ml/h, vtbi of 10.6 ml, dose of 10 mg/kg and expected duration of 1 hour. The infusion started with a pvi of 0 ml. At 4:49 pm the infusion of the syringe module s/n (B)(6) was completed and channeled off. At 4:51 pm the pump module s/n (B)(6) was channeled off and the pcu powered down. No further activity was recorded until 11:53 pm on the same day. The service bulletin 592a states the proper battery maintenance includes the following: the battery should be conditioned every 12 months by qualified service personnel. Conditioning can be achieved by performing the battery conditioning test (fast or optimal conditioning). Leave the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the hospital's power "went out" and the alaris pcu shut off. Per report the device was plugged in. Due to the event, the clinician had to reprogram to resume the infusion. There was patient involvement, but the outcome is unknown.